Event description:
It was reported that a minicap transfer set disconnected from the titanium adapter which resulted in a leak. This occurred during use of the devices for peritoneal dialysis (pd) therapy. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the sample was received for evaluation with a mini cap attached to the female connector and a titanium adapter loose inside the returned package. A visual inspection was performed with the naked eye with no issues noted. Functional tests including leak, clear passage, and clamp function tests were performed with no issues noted. Integrity testing was performed between patient adapter and in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.